Event description:
A clinic user reported that after uploading an omnipod device using the glooko web uploader, the data displayed was instead from another omnipod device. The glooko engineering team was able to reproduce the issue, and found that the user inadvertently uploaded the incorrect file due to an issue with the internet browser used.  A software improvement will be implemented to address the issue. No adverse events were reported.